Event description:
It was reported that the patient with this artificial urinary sphincter experienced urethral atrophy. Due to this, the cuff was not tight enough and the patient experienced gradually increasing incontinence. The device was explanted and replaced. No further patient complications were reported.